Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a motor error on her son's insulin pump. Customer's blood glucose was 345 mg/dl. Customer was at 170 mg/dl at breakfast, and then rose to 340 mg/dl before lunch. Customer did an infusion set change. The alarm occurred during a correction bolus. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.